Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoir had air bubbles. The customer's blood glucose level was 157 mg/dl. The customer reported that the approximate size of the air bubble was 0.5 cm. The air bubbles occurred after 2 hours. The customer performed high pressure test on the insulin pump and no leaks were detected. The reservoir will not be returned for analysis.